Event description:
On (B)(6) 2010, the lay user/patient's care taker contacted lifescan (lfs) alleging that the onetouch ultra2 meter does not power on. The complaint was classified based on the customer service representative (csr) documentation. The patient alleged that the issue began on (B)(6) 2010 at 12pm. The reporter indicated that the patient manages her diabetes with insulin (self adjuster); however, the reporter denied that the patient took any action in response to the alleged power issue. Approximately 15 minutes after the alleged issue began the reporter claimed the patient became sweaty. The reporter denied that the patient received any treatment after the alleged issue occurred. At the time of troubleshooting, the csr verified that the subject meter did not turn on with the power button and /or test strip. The csr noted that the battery in the subject meter was already replaced per owner's manual recommendation. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed a symptom that can be associated with a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have battery contact broken/loose. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The physician reports performing cataract surgery with implantation of the crystalens using a crystalsert lens injector system. After the lens was inserted into the eye, the surgeon noticed something on the lens and used bss to irrigate the lens surface and try to remove it. Intervention was performed in order to enlarge the incision, remove and replace the lens, and suture the incision. A second crystalens was implanted successfully and the patient's prognosis is good. Reference MDR 2031924-2010-00159.